Manufacturer narrative:
Correction; in the initial report it was not added that the catalys system was also checked as a result of the suction loss and no issues were found. The cause was related to the liquid optics interface. The system was performing to specifications. Please note that the information reported in sections d2 (common device name), h.6 (health effect - clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2 a3, a4 and a5: account reported that they do not document patient demographics with the kit number. Section h3: a review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : see h10.

Event description:
It was reported that there was a loss of capture which occurred during fragmentation with the liquid optics interface (loi). The laser procedure was completed successfully. There was no patient injury or surgical intervention needed.